Event description:
The pt with this lead complained of diaphragmatic stimulation. It was found that this lead had pulled back and a lead revision was done on (B)(6) 2012 to reposition the lead. Originally the physician was going to implant a different lead in another vessel but because there was no success with that, he decided to keep the chronic lead and just reposition it. This lead remains actively implanted. Should additional information be received, this file will be updated.